Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a case of externalized conductors when the patient presented in the operating room for normal device changeout surgery unrelated to the lead. The externalization was confirmed via fluoroscopy. The patient was asymptomatic. The patient will continue with routine follow-ups by the physician.